Event description:
The patient had a posterior fusion of t7 to l1 in july 2010. Subsequent to surgery, he began to experience back pain. CT of thoracolumbar region reveals a fractured rod on right side. The patient elected to have the rod removed.